Manufacturer narrative:
An event regarding revision involving an unknown uhr component was reported. The event was confirmed. Method and results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. Conclusions: the event of revision was confirmed as the revision implant sheet was provided however, the exact cause of the revision could not be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Sales rep reported a right hip revision. Surgeon took out the pca head and uhr component and revised to a total hip from a bipolar.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a right hip revision. Surgeon took out the pca head and uhr component and revised to a total hip from a bipolar.